Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Subsequently, the battery fully depleted and the pump shut down. Subsequently, the pump was powered on and the pump indicated a data log corruption. The customer¿s blood glucose was 209(mg/dl). Reportedly, the customer continued using the pump for insulin therapy.